Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a wedge resection procedure, it could not be closed. Another device was used to complete the case. There was no consequence to the pt.